Manufacturer narrative:
H6- medical device problem code 2017 clarifier: incorrect removal. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Reportedly, the thumb slide was not fully retracted to the start position and both the system and deployment levers were not locked prior to removal. It should be noted that the supera peripheral stent system instructions for use (IFU) states: following confirmed implantation of the supera stent, retract the thumb slide in a single motion to the starting position on the handle and rotate the system lock and deployment lock into the locked position, in line with the thumb slide. It is undetermined if the deviation of the instructions for use conclusively caused and/or contributed to the reported difficulties. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that that the distal sheath of the delivery system was entrapped or bent in the heavily calcified, moderately tortuous and 90-99% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported deployment difficulty/activation failure. Interaction and/or manipulation of the device during removal ultimately resulted in the reported tip material separation. As reported, the tip was removed using forceps. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo lesion in an unspecified artery. The 6.0x40mm supera self-expanding stent system (sess) was advanced to the target lesion, however, the delivery system was removed from the anatomy before deployment of the stent and it was noted that the catheter tip was separated. The tip was removed from the anatomy. A 5.0x40mm supera stent was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. Subsequent to the initially filed MDR, the following information was provided: the procedure was to treat the distal superficial femoral artery (sfa) to popliteal artery with 90-99% stenosis, heavy calcification and moderate tortuosity. The vessel diameter was 6mm and the vessel was prepared using a non-abbott balloon. Atherectomy was not used. There was no resistance during advancement and the device was partially deployed. There were no issues with the deployment mechanism. The physician did not rotate the system lock and the deployment lock into the locked position (in line with the thumb slide). The thumb slide was not fully retracted to the start position and both the system and deployment levers were not locked prior to removal. There was no resistance during removal. The delivery system was removed under fluoroscopy. The tip was removed using forceps. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was to treat a de novo lesion in an unspecified artery. The 6.0x40mm supera self-expanding stent system (sess) was advanced to the target lesion, however, the delivery system was removed from the anatomy before deployment of the stent and it was noted that the catheter tip was separated. The tip was removed from the anatomy. A 5.0x40mm supera stent was used to complete the procedure. There was no adverse patient sequelae and there was no clinically significant delay in the procedure. No additional information was provided.